Event description:
Customer called in to report a button anomaly on the insulin pump. Blood glucose reading at the time was 241 mg/dl. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners and battery tube threads and severe scratches on lcd window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.